Manufacturer narrative:
Device not returned.

Event description:
It was reported that during the procedure, the stent was partially deployed; however, the microcatheter slipped back to a position not suitable for implanting. The physician was able to pull back the microcatheter and partially deployed stent into the intermediate support microcatheter and both products were removed from the patient¿s body. Another stent was used to complete the procedure. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the device was stated to have been in a good condition prior to the procedure and was prepared as per direction for use (dfu). Based on the available information and investigation results as assignable cause of undetermined was assigned to the as reported issue 'nv - stent partial deployment', as the device was not returned, and review and analysis of all available information failed to indicate as assignable cause.

Event description:
It was reported that during the procedure, the stent was partially deployed; however, the microcatheter slipped back to a position not suitable for implanting. The physician was able to pull back the microcatheter and partially deployed stent into the intermediate support microcatheter and both products were removed from the patient¿s body. Another stent was used to complete the procedure. There were no clinical consequences reported due to this event.